Event description:
It was reported the device was used during an ovarian cyst procedure. It was reported by the rep during the procedure the tip of the shaft fell into the abdominal cavity. There was no consequence to the pt.